Event description:
Additional information received reported diagnostic methods included surgical observation on (B)(6) 2014.

Event description:
It was reported the patient had pain at the stimulator implant site. Surgical observation was made and it was noted the stimulator had migrated. The patient was admitted to the hospital and the stimulator was repositioned and fixed. The event resolved the same day. The event was noted as related to the procedure. Additional information reported there was no communication with the programmer. The event was related to the stimulator and procedure.

Manufacturer narrative:
Concomitant medical products: product ID 3391-28, lot# 0204976783, implanted: 2011-(B)(6), product type lead, product ID 3391-28, lot# 0204976782, implanted: 2011-(B)(6), product type lead, product ID 7482-95, serial# (B)(4), implanted: 2011-(B)(6), product type extension. (B)(4).